Manufacturer narrative:
The generator was sent to our repair and evaluation facility. Testing of the unit, confirmed that the pfc voltage was at 90 volts and r52 was broken inside the generator. Additionally, the generator needed to be updated. R52 was replaced and reinforced with solder, and the updates were installed. The unit was subject to full factory testing and calibration and was found to be functioning properly prior to returning to the customer. The unit was purchased in 2016 and therefore, has been in use for 6 years. Based on the above information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Event description:
The unit stopped cutting during a procedure. There was no harm to a patient, however there were possible delays as a result.